Manufacturer narrative:
The analysis was performed based on the electronic device log file. The entries indicate that the device passed the system test prior to the case in question without any deviations. Ventilation was unremarkable and stable for the first half an hour until the supervisor function detected a failure in the motor control signal. Automatic ventilation was shut-down to protect the patient from potentially hazardous output. The user was alerted to this condition by means of a corresponding alarm. Monitoring functionalities and manual ventilation remain fully available in this state. The procedure was continued and completed using man/spont. According to the log records this failure occurred only once. Since no components have been replaced and the device remained in use without any further issues reported the exact root cause for the single event could not be determined. In previous comparable cases, the pba a500 blower was identified as the cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. Finally, it can be concluded that the device has reacted as specified upon the detected deviation by shutting down automatic ventilation and posting a corresponding alarm to inform the user about the situation.

Event description:
It was reported there was a "turbo vent fail" message during. No injury reported.